Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touchscreen timed off sooner than expected. Additionally, it was reported that occlusion alarms occurred, and the customer experienced an elevated blood glucose (bg) level of 565 mg/dl; cause was not known. Customer went to the emergency room for the high bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.